Manufacturer narrative:
The customer¿s report of a tubing separation was not confirmed. The report of a leak was confirmed. Functional testing resulted in the set leaking from the top of the silicone segment. Inspection under magnification showed that the leak was from a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the leak. The cause of the leak is a small hole in the silicone pump segment. The root cause of the hole could not be identified.

Manufacturer narrative:
Gtin number for item (B)(4) lot 17085356 is 07613203011310. Concomitant medical products: 250ml baxter bag, ndc 0338-0049-02, lot y250563, exp (B)(6), 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a blood infusion the tubing separated and leaked at an unspecified location. It was reported that the users are inserting the set into the device correctly and feel this is a tubing issue. The event occurred in the (B)(6).